Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had a revision a year later due to poor placement of the box and it turned making it almost impossible to charge. Patient had success for the initial 6 months. When following up with their doctor and rep they usually said pt was something I was doing. It has not worked since. Patient needs to find a doctor to remove it.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an external device (B)(4) and implantable neurostimulator (ins). The reason for the call was ins charging issues. At first pt said since about june she has been having charging issues. She then clarified it was since the device was implanted. The rep could not charge her ins the day it was implanted. The rep told her it was due to bandages. But ever since then it was difficult to charge the ins. Pt reported getting no device found when recharger was plugged in and also poor recharge quality messages. When using the controller, it said recharging excellent and within a few seconds it would show the above errors. Because of errors it was taking too long to charge. Pt worked with the rep but pt requested to take rep off her case because rep was on her cell phone during her visits and was not really listening to her. Rep did not help her at all and it was a b laming game telling pt to try harder and move the device to the right position which was not helping in relieving her pain. Pt said they were not understanding that she already tried all the things. Now pt has someone new on her case. Pt saw the surgeon regarding her issue. Pt said they did a few x-rays and is scheduled for an x-ray tomorrow again and is scheduled for the revision surgery on monday. The surgeon is planning to move the ins up more on her back because it had tilted so much. Pt said she was not sure if she wanted to go through surgery if it could be the 'battery pack' itself. Pt was wondering if they could test her ins. Redirected to hcp, pt would like to try a new recharger before the surgery to rule out any external equipment issue. An email was sent to repair to order